Event description:
Based on info reported to davol: (B)(6) 2009-- the user facility alleged the simpulse tip broke off under pressure during use.

Manufacturer narrative:
It was reported to davol that the tip of the device broke under pressure. There was no pt injury reported. The device was not returned and no photographs of the device were provided, therefore no eval was possible. While we are unable to confirm the specific device failure alleged without a returned sample, a corrective action has been implemented for this type of issue. Without a specific lot number, however, we are unable to determine whether this device was manufactured prior to that corrective action.